Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. A software error occurred during treatment which resulted in a system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 alarm code is a collective alarm code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 alarm usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified, and the cause of the failure was traced to device design. Appropriate measures were taken in a CAPA that was opened to address the issue.

Event description:
It was reported that an unspecified system error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The treatment could not be continued. A manual return of the patient¿s blood was attempted without success. The event resulted in approximately 500 ml (or less) of blood loss. No sample was expected to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that an unspecified system error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The treatment could not be continued. A manual return of the patient¿s blood was attempted without success. The event resulted in approximately 500 ml (or less) of blood loss. No sample was expected to be returned for evaluation. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.